Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one (B)(4) device was returned with no apparent damage and with one gst60d cartridge reload loaded on the device. The reload was received partially fired 1/16. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with the returned cartridge reload, however, did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located. This time, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The test door was removed and it was noted an intermittent function of the switch, as the device would only operate when the switch is manually pressed down. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife did not return to home position after the first firing on the lung. The manual override lever was used to return the knife. The target tissue was not thick or hard. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.